Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. Post implantation of the closure device, the patient experienced chest pain and an echocardiogram was performed. The echocardiogram showed the patient had a pericardial effusion and cardiac tamponade. The patient was brought back to the lab and pericardiocentesis was performed. The patient was stable post pericardiocentesis and the patient was discharged home the following day.